Event description:
A customer reported that on (B)(6) 2011 an erroneously low mg (magnesium) result, below the normal reference range, was generated from a unicel dxc 600 synchron system for one patient sample. The initial mg result was reported outside of the laboratory and was questioned by the physician. There was no report of death, serious injury or modification to patient treatment associated or attributed to this event. The sample was subsequently repeated twice. Once on the same instrument with the sample tube cap removed, and once on a different instrument. The repeat mg results were higher, within the normal reference range, and comparable with each other. The repeat results were regarded as valid. Instrument assay quality assurance results recovered within the customer's established specifications on the day of the event. The sample was a serum sample tested originally with the tube cap on and the cap piercer in use. For one of the repeat runs, the tube cap was removed. Patient specific information and sample collection/handling information were not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site to address this issue. The field service engineer (fse) observed a slight misalignment of the cap piercing blade causing a jerky first sample pierce. This could possibly cause a low sample volume dispense. It cannot be stated definitively that this was the cause of the low mg result. An exact root cause was not identified.